Event description:
On (B)(4) 2012, during a service call by a tosoh bioscience field service engineer (fse) it was noted that the customer was getting intermittent missing a2 peaks on their tosoh g7 analyzer using the beta-thalassemia mode. One patient result had been reported with this missing peak. The fse replaced the buffer 1 valve, repeated the patent sample, and the a2 peak was then visible in the chromatogram. The physician was notified of the corrected result but no patient treatment had been completed based on the incorrect result. Root causes: failure of the g7 buffer 1 valve; operator error reporting a result with no 12 values.